Event description:
It was reported that insulin pump has a blank screen. The blood glucose level was not included, but was reported to be normal and required no medical treatment. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusions can be drawn at this time. (B)(4).